Event description:
It was reported by an rn that on two occasions, this patient's y-extension IV tubing had come apart- the y-tubing has 2 "tails" and each tail has a hub attached to connect IV fluids or give IV push medications- one of the hubs had disconnected from the tubing, as if it were just pushed onto the tubing- usually, this tubing is permanently connected and is not detachable- the package that the tubing came in was discarded , but it was compared to an unopened package they used to compare it to- the tubing was replaced with a new y-tubing set, and it happened again- this patient was followed through our active surveillance process" to identify any infections because of this incident and found no harm has occurred as a result-